Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose level. The customer¿s blood glucose level was in 595 mg/dl at the time of incident and current blood glucose level was 424 mg/dl. The customer reported that there was large bubble in tubing and it was removed during troubleshooting. The customer was treated with insulin pens for high blood glucose level. The insulin pump will not be returned for analysis and reservoir will return for analysis.